Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy, a sureform 45 with a white reload achieved successful clamping and firing; however, bleeding occurred from three separate blood vessels with the first, second, and third firings. No unusual findings were observed on the instrument, and no "tissue too thick" warnings were observed. There were no unformed/malformed staples, no holes or gaps and no incomplete staple line was noted. The bleeding originated from the staple line, with estimated blood loss of less than 100 milliliters. Hemostasis was achieved by applying direct pressure, and no transfusion was required. The stapler was subsequently used with different reloads on other tissues during the same procedure without incident. The surgery was completed as planned, with no delays, using the same instrument.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A log review showed the sureform 45 stapler instrument was installed on the system 13 times and fired 12 reloads (3 white, 1 blue, 2 black, 1 green, 5 black, in that order). On installations 1-6, 8, 10, and 11, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 7, the first clamp was successful, and the firing was completed with 3 pauses for compression. On install 9, the system failed to detect a valid reload color, and the lockout mechanism was detected instead. On install 12, the first 4 clamp attempts were incomplete. The 5th clamp was successful, and the firing was completed with 6-7 pauses for compression. On install 13, the first clamp was incomplete. The next clamp was successful, and the firing was completed with 2 pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the log data.